Manufacturer narrative:
Final analysis found an external abrasion breaching the outer insulation at 18.3 cm to 18.5 cm from the connector pin; this likely contributed to the reported noise. The abrasion was consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was doing well post procedure.